Event description:
Information was received indicating that during use of the cassette, two pumps exhibited "no disposable, pump won't work" in the middle of infusion. Per reporter, alarm resolved when the cassette was changed. No adverse patient effects were reported.